Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized to remove the pd catheter and on the same day, the patient was diagnosed with peritonitis. It was not reported if the patient received treatment for the peritonitis event. The patient¿s outcome was not reported. At the time of this report, pd therapy was discontinued, and the patient was performing hemodialysis (hd). The reporter declined to provide additional information.

Manufacturer narrative:
The event occurred on an unreported date in (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.